Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. D4: batch #unk. Additional information was requested, and the following was obtained: could you please give more information about the event description? A: there was a misfire form the stapler in the second reload the staples have been fired without stapling leaving the stomach opened. Are there pictures/videos available for this complaint? A: yes, uploaded to the report. (Attached). What are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.)? A: the surgery delayed 180 min., with extended hospitalization and more test for avoid complications. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #x9668n, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, it was observed that the stapler fired without stapling. It was reported that the stomach side from the reload showed staples opened without closing which require the surgeon to make over suturing along the stomach fear from leaking, the patient went under observation many days after the surgery fearing from case deterioration. They withdrew the stapler and opened a new one to complete the procedure successfully with a delay of 180 minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2025 correction b1: adverse event correction b2: prolonged hospitalization correction h1: serious injury. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: general/bariatric surgeon, mainly bariatric, 5y experience, fellowship in UK hospital is one of the largest institutions in saudi, around 1000 bariatric procedures/a the incident happened beginning of may, involving powered echelon with gst and slr female patient, bmi 40, no comorbidities, sleeve gastrectomy first firing: green with slr, no issues, second firing: green with slr, "weird sound" while firing, specimen side stapled regularly, sleeve side did not staple but cut (as seen in the picture) tissue was not thick he finished the procedure with a new stapler, and then oversewed the defect intra-op double leak test okay post-op swallow okay little more nausea and emesis than regular kept patient one day longer in the hospital, but no patient consequences patient is fine during follow up.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2025. D4: batch # 158c65. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck and the anvil, and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. In addition another gst60g reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 158c65, and no non-conformances were identified. Additional information was requested and the following was obtained: an external rrt call was held and the call included post market surveillance, customer quality, regional sales, medical safety officer, design engineering and marketing. A female patient, during a procedure, completed all dissection with no issues at that time. He performed another fire with slr using a green cartridge; no sound or staple line issues occurred. The issue arose on the 2nd fire with a green cartridge and slr. The surgeon waited 15 seconds after closing the device to control hemostasis. An abnormal sound was heard, and it was observed that one side of the staple line was complete, but the other side of the stomach was present without a staple line. The staple line on the stomach was in the appropriate b-shape form, but the other side was malformed and incomplete. The surgeon performed another fire with a gold cartridge, followed by oversewing to control bleeding. The patient then experienced nausea and vomiting beyond what was expected. She stayed an extra day in the hospital. After discharge, no further signs of complications occurred.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2025. D4: batch # 158c65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck and the anvil, and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 158c65, and no non-conformances were identified.